Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient¿s left ventricular (lv) lead exhibited loss of capture. Capture testing, lead repositioning, or lead revision was recommended. No change or intervention was reported, and there were no patient consequences.